Event description:
On (B)(6) 2014, it was reported that there was a leak of cerebrospinal fluid (csf) coming out of the accudrain external ventricular drainage (evd) system (later clarified by the reporter that this first evd was not an integra drain) and it appeared to be coming out of the side of the white plastic casing. The csf was dripping for about 45 minutes and the doctor advised that the dripping occurred spontaneously, 12 hours after the most recent intrathecal injection. The (B)(6) female patient was being treated after a basilar tip aneurysm ruptured and had a subarachnoid hemorrhage (sah). The evd was inserted as part of the treatment management. The patient received an evd associated infection so the evd was replaced with an accudrain evd (second evd) on (B)(6) 2014. The accudrain evd has been in since then until yesterday (date not specified) when there was a leak. The whole collection system was replaced again and another accudrain (third evd) was in place. There were no patient injury or death alleged and the event did not lead to increase in surgery/procedure time. Additional information was requested and on (B)(6) 2014, the following was provided: it was clarified by the customer that "the first evd was not an integra drain." Also, "the second one leaked because a needle was used to access the device". Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.